Event description:
It was reported that nine (9) patients that underwent bkp and were able to be followed more than 3 months, were included in a study ((B)(6)). The treated levels were t8 (n =1), t10 (n =1), t12 (n =3), l1 (n =1), l2 (n =2), l3 (n =2), and l5 (n =1). The mean period from the onset date of pain to the operation date was 2.8 months (range: 1-7 months). Minor posterior wall injury with continuity was observed in 5 vertebrae, and vacuum clefts were found in 11 vertebrae. The mean operative time was 42 minutes (range: 27-54 min), and there were no serious perioperative complications. It was reported that cement leakage into the vertebral disc occurred in a patient having a small cleft adjacent to the superior endplate. The complication appeared within 1 month after the surgery. The patient showed no symptoms and no additional complications were reported.

Manufacturer narrative:
Literature article citation: yutaka kouno, hougaku gen, yoshio sakuma, rentaro murotani, yasuyuki kojika, go hayasaka, kei miyagawa; 2012. Surgical results of balloon kyphoplasty for osteoporotic vertebral fractures. Journal of spine research vol 3 (3). (B)(6). (B)(4).